Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery serial number: (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), return date: 2018-04-06 , device evaluation anticipated, but not yet begun mfg date: 2017-12-31 (B)(4). Heartware ventricular assist system ¿ battery, serial number: (B)(4)/ model #: 1650de / expiration date: 2018-12-31 UDI #: (B)(4), return date: 2018-04-06, device evaluation anticipated, but not yet begun mfg date: 2017-12-31 (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the ventricular assist device (vad) alarmed and that there was power switching with two batteries when the batteries were fully charged. The patient disconnected both batteries to check if they were fully connected which resulted in a loss of power to the controller. A controller power up and a pump start were logged on the controller. There was no impact to the patient associated with the pump stoppage and the patient restarted the pump by re-connecting the power to both power ports. The battery capacity was greater than or equal to 25 percent when the event occurred. Both batteries were exchanged. Five days later, the patient presented to the clinic with continued beeping and power switching. The controller was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: b3, e1, e4, g4, h6, h9, h10 product event summary: one (1) controller and two (2) batteries (bat590275, bat591358) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power ports one (1) and two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the available data log files from 20-feb-2018 to 23-mar-2018 revealed several premature power switching events that were due to momentary disconnections involving bat590275 and bat591358, as well as power switching events due to communication errors. Momentary disconnections will result in an audible tone or "beep". As a result, the reported premature power switching and reported ¿beeping¿ were confirmed. Additionally, log file analysis revealed two (2) controller power up events on 21-feb-2018 at 07:47:00 and on 22-mar-2018 at 07:01:08; respectively. Multiple momentary disconnections were recorded leading up to the loss of power on 21-feb-2018. The controller was without power for 8 seconds. The controller was without power for 11 seconds on 22-mar-2018. As a result, the reported losses of power were confirmed. The most likely root cause of the premature power switching events can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported "beeping" may be attributed to momentary disconnections between the controller and batteries. A possible root cause of the loss of power observed on 21-feb-2018 can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on both power sources. The most likely root cause of the loss of power observed on 22-mar-2018 can be attributed to the reported disconnection of both power sources from the controller as described in the event details. An internal investigation evaluated momentary disconnections. An internal investigation was initiated to capture events involving the controller losing power. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one controller (B)(4) and two batteries (B)(4) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. A visual inspection under 10x magnification revealed hairline cracks around power ports one (1) and two (2). An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. The root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environment stress cracking. Log file analysis revealed that the controller, (B)(4), contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and (B)(4), as well as power switching events due to communication errors. Momentary disconnections will result in an audible tone or "beep". As a result, the reported power switching and beeping events were confirmed. Log file analysis also revealed one controller power up and motor start event on (B)(6) 2018 at 07:01:08. The data point prior to the controller power up, logged at 06:58:47, revealed that (B)(4) was connected to power port 1 with 98% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 36% rsoc. The data point after the controller power up, logged at 07:01:44, revealed that (B)(4) was connected to power port 1 and (B)(4) was connected to power port 2. The controller was without power for 11 seconds. As a result, the reported loss of power event was confirmed. Based on the log file analysis, the most likely root cause of the premature power switching event can be attributed to momentary disconnections and communication errors between the controller and batteries. However, the most likely root cause of the reported "beeping" may be attributed to momentary disconnections between the controller and batteries. The most likely root cause of the loss of power can be attributed to the reported disconnection of both power sources from the controller by the patient. Additional products: battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 battery / (B)(4). H3: yes h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility f2 uf/importer report number: 2300380000-2018-8009 f3 user facility name/address spectrum health ¿ butterworth campus 100 michigan street ne grand rapids, mi 49503 f4 contact person: (B)(4). F5 phone number: 616-486-2522 f6 date user facility became aware of event: unknown f7 type of report: initial f8 date of this report: 04/xx/2018 f9 approximate age of device: unknown f10 event problem codes: unknown f11 report sent to FDA: yes, 04/xx/2018 f12 location where event occurred: home f13 report sent to manufacturer: yes, 04/xx/2018 f14 manufacturer name and address: MFR. Name: medtronic add: 710 medtronic pkwy city: minneapolis state: mn zip: 55432 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.